Event description:
It was reported that the pull wire remained in the anchor. The pull wire was able to be cut out.

Manufacturer narrative:
Alleged failure: cinchlock flex pull wire broke upon deployment and was cut flush with anchor. The failure(s) identified in the investigation is consistent with the complaint record. The root cause was due to a supplier manufacturing change from hoosier to sle peek components that resulted in a performance shift. Testing and comparative analysis between sle and hoosier components revealed higher seating forces for the sle components, which is consistent with the pull wire breakages in the field. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire remained in the anchor. The pull wire was able to be cut out.